Event description:
It was reported the patient lost stimulation therapy from his scs system approximately two weeks ago. An sjm representative met with the patient and reprogramming did not resolve the issue. X-ray was taken and the patient's physician believes the lead is possibly fractured. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.